Event description:
The explanted generator and lead were received. Product analysis of the suspect product is underway but hasn't been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except of the setscrew marks observed near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. X-ray images of the ¿as-received¿ product suggest the canted spring was making a good electrical connection to the lead¿s connector ring. Canted spring indentations were not observed on the rear end of the small o-ring. Canted spring indentations were observed on the connector ring surface. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date.

Event description:
It was stated that the explanted devices would be returned to the manufacturer's. Per the hospital staff in charge of the device shipment, the devices were explanted on (B)(6) 2019. It was confirmed that the devices were shipped back for analysis. No device was received to date. No additional, relevant information was received to date.

Manufacturer narrative:
Age, corrected data: initial report inadvertently listed ni instead of (B)(6) for the "age at time of event".

Event description:
Per follow up with the physician, the device was previously disabled on 06/29/2017. The explant surgery was indicated to be for patient comfort and not to preclude a serious injury. The physician noted that per the parents' report, the patient had not experienced any efficacy with vns, and this was believed to be due to the patient being a non-responder to vns. It was stated that the sleep disturbances were a chronic issues, although the parents attributed it to vns. It was unclear if it was due to vns. Settings and diagnostics from prior to device disablement indicated that the device was functioning as intended. No additional, relevant information was received to date.

Event description:
It was reported that a patient wanted their device explanted as it did not help her seizure control and it was negatively affecting her sleep. Operation notes were received confirming the explant. The generator was removed, and the leads were detached form the nerve and completely removed. No additional, relevant information was received to date.